Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to the activ.a.c.¿ therapy system. It is unknown if the debridements were standard of care. The patient underwent a debridement on (B)(6) 2018. It is also unknown if the debridement was performed for the minimal maceration or for the necrotic tissue. The patient was also reportedly ambulating on her foot. Device labeling, available in print and online, states: ensuring dressing integrity. It is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: the home health agency nurse removed the v.a.c.® dressing allegedly due to the whiteness to the wound edges and moisture to the wound. The physician ordered a v.a.c.® therapy vacation. Per review of the patient¿s medical records, on (B)(6) 2018, the physician documented that the patient presented for follow treatment for her right great toe and noted that the patient had not been staying off of the foot. The patient stated that the home health nurse came yesterday to apply v.a.c.® therapy. The physician noted some necrotic/devitalized tissue in the ulceration base. There is minimal maceration around the wound.¿ a debridement was performed to a depth of subcutaneous thickness today to the right foot wound. The physician discussed the importance of staying off of the foot and the proper way to use the wound v.a.c. Per review of the patient¿s medical records, on (B)(6) 2018, the physician documented that the patient presented for follow treatment for her right great toe. The physician noted that the patient had not been staying off of the foot, and the patient has been wearing an owl boot. The patient stated that the home health observed her wound on saturday and noted the wound was to moist and the nurse chose not to reapply the wound v.a.c. The physician noted ¿some necrotic/devitalized tissue in the ulceration base. There is minimal maceration around the wound.¿ a debridement was performed to a depth of subcutaneous thickness today to the right foot wound. The physician discussed the importance of staying off of the foot. V.a.c.® therapy was placed on hold. Per review of the patient¿s medical records, on (B)(6) 2018, the physician documented that the patient presented for follow treatment for her right great toe and noted that the patient had not been staying off of the foot and has been using an owl boot. The physician noted some necrotic/devitalized tissue in the ulceration base. There is minimal maceration around the wound.¿ a debridement was performed to a depth of subcutaneous thickness today to the right foot wound. The physician discussed the importance of staying off of the foot, and the wound v.a.c. Was notes as discontinued for now. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged maceration is related to the activ.a.c.¿ therapy system.

Event description:
On apr 16 2018, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On jun 21 2018, the device was tested per (qc) procedure by kci quality engineering, and the unit passed the qc checks. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.